Event description:
It was reported, the video system center had no image output. The issue occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned. A technician was onsite to troubleshoot the issue, and instructed the customer to complete the following: 1) check the clv-190 connector sensor. The sensor on the 12 o'clock is ok. 2) instructed the customer to reseat the maj-1941 cable between the clv-190 and the cv-190. After reseating the maj-1941 cable the issue got resolved. The customer is now able to see the image from a 190 series scope. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: the device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that "no image with 190 series scopes" occurred due to connection failure of light source cable (maj-1941). Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Olympus will continue to monitor field performance for this device.